Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, "misshapen" ,swelling, "protruding". And "draining fluid ".

Event description:
Patient reported 'misshapen, protruding and painful right side breast. The swelling appeared ..and patient has been attending for treatment involving draining fluid from around the implant to reduce the swelling'. This relates to right side. Device remains implanted.

Event description:
Patient additionally reported "pain, discomfort, and capsular contracture baker grade IV."

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g2 h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "misshapen, protruding and painful right side breast. The swelling appeared almost overnight. The patient has been attending treatment involving draining fluid from around the implant to reduce the swelling." Patient later reported capsular contracture baker grade iii. Patient later reported "possible double capsule". This relates to right side. Device has been explanted.